Event description:
Center for one baxter customer response consultant (cfob crc) notified corporate product surveillance of a report from a foreign pt in 2009, regarding another unspecified pt who allegedly contracted hepatitis c and b from a dialysis clinic. The caller expressed concern about contracting the disease himself. The caller stated that he does not allege any problem with a baxter product. The caller indicated he and other pts from the clinic are concerned about the clinic procedures. The caller requested info for their country and the USA regarding the aurora hemodialysis machine. No further info is available at this time.

Manufacturer narrative:
The actual device involved in this event is unknown and no serial number has been provided. A follow-up report will be filed upon completion of an eval or if any additional info becomes available.